Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin would not dispense and non patient end was missing with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that insulin did not dispense and the non patient end was missing.

Manufacturer narrative:
H.6. Investigation summary no samples were returned as of (B)(6) 2020 therefore the investigation was performed based on the photo provided. Customer provided one photo of a 32gx4mm bd pen needle. Consumer reported trying to inject medication and couldn't get it to dispense; in opening another pen needle I noticed that the defective needle didn't extend through the other side. The photo was reviewed and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed in the photo. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was missing or clogged (as reported). Since the photo was taken of the pen needle after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken) based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that insulin would not dispense and non patient end was missing with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that insulin did not dispense and the non patient end was missing.